Event description:
It was reported that, during the explant of the right ventricular (rv) lead, the rv lead turned this right atrial (ra) lead and dislodged it. Subsequently, this ra lead was also explanted, and another ra lead was successfully placed. No adverse patient effects were reported. Additional information from the field indicates both the ra and the rv leads were discarded at (B)(6) following the replacement procedure. Therefore, product return is not expected.

Manufacturer narrative:
This device was discarded; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued. Please note: patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that, during the explant of the right ventricular (rv) lead, the rv lead turned this right atrial (ra) lead and dislodged it. Subsequently, this ra lead was also explanted, and another ra lead was successfully placed. No adverse patient effects were reported.